Manufacturer narrative:
Stryker performed an initial evaluation of the customer¿s device and observed the device fail a defibrillation energy test. The device froze and did not deliver a shock. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed the device fail a defibrillation energy test. The device froze and did not deliver a shock. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker observed the device fail a defibrillation energy test. The device froze and did not deliver a shock. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the returned device and determined that the cause of the reported issue was due to field effect transistors, designators q71 and q74. Both fets were electrically overstressed. The returned device was archived by stryker and the customer was sent a replacement device.